Event description:
Caller states the patient tested 7.2 inr on the coaguchek s system and 3.8 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Two strip lots were in use at the time of this comparison: 812a and 794a. Customer did not know which lot was used to obtain this result.